Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The analysis of the lead demonstrated a damaged insulation at approx. 55 cm distal to the is-1 connector pin. This insulation damage can be considered to be the root cause of observed noise mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. Further damages occured most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that noise was noted on the right ventricular lead. The rv lead remains in service. No adverse patient effects were reported. Additional information received that the cause of noise was unknown. An explant date was provided so it is unclear if the device is still actively implanted.